Manufacturer narrative:
Approximate age of device- 1 year and 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a recent echocardiogram had shown the pump was not unloading. The plan was to increase speed from 9200 rpm to 9600 rpm, however patient had been experiencing high flows and pump powers. Intermittent power spikes were observed in system controller history file. A log file submitted to the manufacturer¿s technical services for analysis contained transient power and flow elevations. Additional information has been requested but however have not yet been provided.

Manufacturer narrative:
No product was returned for evaluation. Although the evaluation of the submitted system controller log file confirmed the report of high powers and flows, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log file captured periods of elevated power and flow values throughout the data, reaching values up to 10.1 w and 12.0 lpm, respectively. Despite the observed parameter fluctuations, the system appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the relevant data. The patient remains ongoing on vad-19055 and no further issues have been reported at this time. The heartmate ii lvas IFU outlines all pump parameters, and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.